Event description:
This rn began to administer etoposide. Infusion began and noticed tubing leaking from top chamber. Infusion stopped. Pharmacist and charge rn notified. Tubing replaced. Medication was administered. Manufacturer response for IV tubing, solution set, duo-vent, 0.2 micron filter, interlink injection site. 10 drops/ml (per site reporter) ongoing.